Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer received a result of 114 mg/dl on the advantage system compared back to back with a result of 30 mg/dl on the paramedic's system when testing was performed within 10 minutes. Reporter stated the customer was feeling weak and couldn't carry a conversation at the time of testing. Reporter stated the paramedics gave the customer glucose and took him to the emergency room. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.